Event description:
Ge healthcare received a customer complaint that the venue go unit fell off the support/cart and landed on the arm of a patient, and the patient arm has been injured. Gehc followed up with the customer to collect patient information from the customer, and the customer reported that a 17-yr-old received a small hematoma on the arm.

Manufacturer narrative:
UDI: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Gehc's investigation is ongoing.

Manufacturer narrative:
Gehc's investigation has completed. The venue go had loosened from the press-fitting tilt mechanism and fell on the hand of the patient, giving them the contusion. The part involved was replaced and the one involved in the incident was sent to gehc for analysis. Additionally, the customer was interviewed to collect additional information and it was found the customer tightened the tilt mechanism (B)(6) 2022 when it came loose at that time, and the customer had not contacted gehc for service. Gehc's investigation concluded there was deformation of the press-fit connection of the tilting mechanism on the cart and subsequently the venue go become loose and eventually disconnect from the tilt mechanism. No serious harm occurred to the patient. Additionally, it was concluded that there was a design tolerance that is insufficient to resist repeated dynamic loading on the press-fitting, and a forward-production design change was initiated. The current risk mitigations are verified to be effective and reduce the risk as far as possible (afap) within the clinical use scenario. No further actions will be taken at this time.